Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/29/2024, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with rash covering an unknown part of the skin, which occurred an unspecified day after the sensor had been inserted (no information about insertion site). The report was sent by an health care professional (hcp) who stated that the patient was sensitized to the adhesive and was having symptoms related to typical contact allergic eczema. According to the hcp the patient had a proven allergy for rosin-related substances and for iboa. The patient was in good condition at the time of report. No additional event or patient information is available.